Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump received no delivery alarms every day for the past month. The customer changed her infusion set 4 times in the past day. The no delivery issue was resolved by changing both the infusion set and reservoir. She was also hospitalized in (B)(6) due to a blood glucose exceeding 600 mg/dl, pancreatitis, and diabetic ketoacidosis. The patient was treated with fluids and vitamins and insulin pump therapy. Three reservoirs and infusion sets will be returned for analysis and a replacement of each product was shipped to the customer.